Event description:
Pt reported the meter was giving inaccurate low readings and also had a power issue. Pt was hospitalized due to these issues. Medical affairs specialist spoke with the pt in 2003 and provided add'l info. Pt noticed erratic and low readings on the meter since about one month ago. Pt was also having a power issue "sometimes it would turn on, and sometimes it would not". In 2003, pt was "feeling funny, like something was wrong". Pt tested on the meter and got readings of 71mg/dl, 144mg/dl and 80mg/dl. "One right after the next". Pt tried testing for a 4th time, but the meter would not power on. Pt did not have time to do anything about it since they passed out right after that. The spouse called the ems. The emt tested the blood glucose on the meter with their test strips and got a result of 442mg/dl. They then tested on their meter and got the same result of 442mg/dl. They rushed to the hosp and was placed on "IV and ventilator (life support)" since pt was not breathing. Pt was in the hosp for 2 weeks. While troubleshooting, the meter powered on and the control solution test also passed. But the pt stated that the power issue still persisted "off and on". New meter and test strips were sent to for satisfaction.